Manufacturer narrative:
Calibration signals and controls are acceptable. Upon review of the alarm trace sample clot an sample foam alarms were observed for another module on the same line. No relevant alarms were observed on the analyzer in question. The investigation could not identify a product problem. The cause of the event could not be determined. The initial reporter's name was provided as (B)(6).

Event description:
The initial reporter stated they received a (B)(6) result for one patient sample tested with the elecsys (B)(6) immunoassay on a cobas 8000 e 801 module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulting an (B)(6) value of (B)(6) and repeated as (B)(6). The (B)(6) value was believed to be correct. The (B)(6) reagent lot number was 530252, with an expiration date of 30-nov-2021.